Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that no leaks were found in the cart, however, a leak was found in the console. The stm tightened all connections but this did not resolve the issue. The stm replaced the fill manifold assembly which resolved the issue. Unrelated to the reported issue, during the repairs, the helium pressure regulator was damaged during installation. The stm replaced the helium pressure regulator then performed all helium leak tests and all safety, functionality, and calibration checks and all tests passed to factory specifications. The stm noted that additional helium cylinders were shipped to the customer to replace the lost helium. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, during daily checks performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involvement, and no adverse event reported.